Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedances and loss of capture (loc) due to suspected lead fracture. The patient is dependent and was bradycardic as a result. The patient was hospitalized for intervention. The lead was subsequently capped and replaced without incident.